Event description:
Additional information received from a manufacturing representative reported they met with the patient on (B)(6) 2016. When the implantable neurostimulator (ins) was checked, a "400" error code was displayed on the clinician programmer. The ins was reprogrammed with another "wilde" pulse, but the burning did not resolve. The manufacturing representative showed the patient how to recharge and the patient was going to contact the manufacture if the burning happened again.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the implantable neurostimulator (ins) burned the patient. It was further reported the temperature was around 40 degrees (celsius) on the patient's skin above the ins while the ins was working and was 33 degrees (celsius) elsewhere on the patient. The patient "could not use the ins anymore because it burned" too much as of (B)(6) 2016 and had started burning one month after implant. There were no accidents or medical events attributed to the issue and the patient's therapy worked well. The ins was noted as having been the patient's first implant. Impedance testing was performed and found "ok" impedances. Additionally, a "vs crp" test was performed with "good" results, indicating "no infection." Though no surgical interventions had been performed, it was noted the "patient would be probably explanted" as a result of the event and the issue remained unresolved at the time of report. It was stated that it was "unknown" whether a surgical intervention was actually planned.

Event description:
Additional information reported the patient¿s device was explanted on (B)(6) 2016 because it always burned him.

Manufacturer narrative:
It was determined that this regulatory report was a duplicate of the manufacturer report number 3004209178-2017-04622. Please refer to this report for the analysis results and any additional updates of the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.